Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infections / uti"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines"), visual impairment ("vision probs"), nervous system disorder ("neuro condit / prob") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue, alopecia, nausea, migraine, weight increased, visual impairment, nervous system disorder and gastrointestinal disorder had resolved and the urinary tract infection, psychological trauma and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection, visual impairment and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: essure removal surgeries added. Events: dysmenorrhea, menorrhagia, uti, bladder problems, fatigue, hair loss, nausea, migraine, weight gain, vision problems, neruro conditions, gi conditions, plaintiff did not undergo confirmation test were added. Event outcome for pelvic pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) (batch no. 12277203) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included miralax powder for oral solution and naproxen. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included clonazepam (klonopin) and lisinopril. On an unknown date, the patient started naproxen at an unspecified dose and frequency. On an unknown date, the patient started miralax at an unspecified dose and frequency. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infections / uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines"), visual impairment ("vision probs"), nervous system disorder ("neuro condit / prob"), gastrointestinal disorder ("gi conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial infection ("bacterial infection"), constipation ("gastrointestinal or digestive system condition type: constipation"), vomiting ("vomiting"), fungal infection ("yeast infection") and gastrooesophageal reflux disease ("acid reflux") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). At the time of the report, the abdominal pain, urinary tract infection, dysmenorrhoea, menorrhagia, fatigue, alopecia, nausea, migraine, visual impairment, nervous system disorder, gastrointestinal disorder, vaginal haemorrhage, bacterial infection and fungal infection had resolved and the psychological trauma, bladder disorder, the last episode of weight increased, constipation, vomiting and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, constipation, dysmenorrhoea, fatigue, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, menorrhagia, migraine, nausea, nervous system disorder, psychological trauma, urinary tract infection, vaginal haemorrhage, visual impairment, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205) and miralax. Most recent follow-up information incorporated above includes: on 11-jun-2020: pfs received-case become incident new event vaginal bleeding, bacterial infection, weight gain, gastrointestinal or digestive system condition type: constipation, vomiting, yeast infection, acid reflux were added. Lot number was added. Event outcome of abnormal bleeding, abdominal pain/ cramping, infection were added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) (batch no. 12277203-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included clonazepam (klonopin), lisinopril, macrogol 3350 (miralax) and naproxen. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infections / uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines"), visual impairment ("vision probs"), nervous system disorder ("neuro condition / prob"), gastrointestinal disorder ("gi conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial infection ("bacterial infection"), constipation ("gastrointestinal or digestive system condition type: constipation"), vomiting ("vomiting"), fungal infection ("yeast infection") and gastrooesophageal reflux disease ("acid reflux") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). At the time of the report, the abdominal pain, urinary tract infection, dysmenorrhoea, menorrhagia, fatigue, alopecia, nausea, migraine, visual impairment, nervous system disorder, gastrointestinal disorder, vaginal haemorrhage, bacterial infection and fungal infection had resolved and the psychological trauma, bladder disorder, the last episode of weight increased, constipation, vomiting and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, constipation, dysmenorrhoea, fatigue, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, menorrhagia, migraine, nausea, nervous system disorder, psychological trauma, urinary tract infection, vaginal haemorrhage, visual impairment, vomiting, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. Previously reported co-suspect drugs miralax and naproxen updated as concomitant drugs as per previous source document dated 11-jun-2020. On 6-jul-2020: pif received. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and infection outcome was unknown. The reporter considered infection and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.